Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the foley catheter fell out of the patient with the balloon deflated. The balloon deflation, and the catheter no longer inserted, was noticed when the nurse went to remove the catheter following a surgical procedure.